Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was running between 400 mg/dl to around 600 mg/dl. The customer's blood glucose was 392 mg/dl at the time of call. The customer's father mentioned that they had ketones. The customer's father stated that they treated the high blood glucose by bolus. The customer's father declined to check for air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will not be returned for analysis.